Event description:
Philips received a complaint from the customer reporting a backup alarm failed message occurred on the v60 ventilator. The device usage is unknown. There was no report of harm. The customer was provided with a service proposal for device evaluation and repair. Investigation ongoing

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The service proposal (quote) provided to the customer expired with no customer acceptance. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
This complaint record was reopened due to source system update. The customer opened a new service case and requested a previous service proposal for central processing unit (cpu) printed circuit board assembly (pcba) replacement be reissued. Once accepted, a philips field service engineer (fse) replaced the cpu pcba. The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the customer was provided with a service proposal for device evaluation and repair. However, repair details and final disposition of the device are unable to be determined because the customer declined service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: this complaint record was reopened due to source system update. The customer opened a new service case and requested another service proposal for battery replacement. Once accepted, a philips field service engineer (fse) evaluated the device and determined the issue was due to a failure of the central processing unit (cpu) printed circuit board assembly (pcba). A service proposal for the additional service and part replacement was provided to the customer.